Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The correct associated lead was 1882tc/46, bcp03255 instead of 1882tc/46, bcp10199.

Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.